Event description:
The end user reported firstly to specialist on (B)(6) 2023 only about the harm caused to stoma by wafer. An outbound call was also made with customer on the next day, that is on (B)(6) 2023 to provide the information in detail, however, no photo and other information was received. Then, customer reported directly to company and company provided the new information on (B)(6) 2023 where end user reported that his stoma was cut by wafer. He mentioned that the wafer had an extra piece of plastic. He wore the wafer for three or four days and was in pain, so he took it off and noticed the cut on his stoma, on the inferior side. There was some bleeding at that point. Furthermore, he stated that the stoma had since healed, and he had no further issues. The photographs depicting the issue were received from the complainant.

Manufacturer narrative:
A2: age at the time of event - 54 years. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.